Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Knee edema (oedema peripheral). Case description: spontaneous report received on 28-mar-2008 from a physician regarding a patient with history of osteoarthrosis in the knee (age, initital and gender not specified). The patient received one injection of synvisc on an unknown date. After the injection the patient experienced knee edema. The knee was punctured several times and corticosteroid injection were given as corrective treatment. As of the date of receipt of this report the patient outcome was unknown. Qa result was received in 2008: the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.